Event description:
It was reported via repair work order that the plug was sparking while plugged into the wall due to malfunctioned power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.